Event description:
The pump was explanted and returned to the MFR for analysis. No reason for the explant or implant duration was reported.

Event description:
Additional information from the hcp reports the pt developed a hematoma under the pump site. The pt had surgery for an incision and drainage. The wound was non-healing and the catheter was exposed. The pump was removed in 08/2005. The pump was replaced on the opposite side in 08/2005. The pt recovered without sequela and is doing well now. The old pump site healed and the pt is experiencing adequate pain relief.